Event description:
The contact for a patient on peritoneal dialysis (pd) therapy reported to fresenius that the patient was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain and was hospitalized on (B)(6) 2023. It was reported that the patient had a pd culture obtained which grew the bacteria vancomycin resistant enterococcus (vre). The nurse stated the patient was treated with antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, (on an unknown date), the patient was discharged from the hospital and is reportedly continuing hemodialysis at home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis stating the patient denied a breach in aseptic technique. However, the nurse confirmed the patient did not have any fluid leaks or other issues with fresenius products in relation to the event. The nurse reported the patient was recovering from the peritonitis event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the cycler revealed that the front panel display touch screen was loose; there was a gap between it and the front panel bezel. There were no visual indications of particulates within the cassette compartment, and there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An (as-received) simulated treatment with reduced dwell times was performed on the cycler and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and mushroom head check. An internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The four front panel assembly screws at the back of the display enclosure were confirmed to be tight. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The contact for a patient on peritoneal dialysis (pd) therapy reported to fresenius that the patient was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain and was hospitalized on (B)(6) 2023. It was reported that the patient had a pd culture obtained which grew the bacteria vancomycin resistant enterococcus (vre). The nurse stated the patient was treated with antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, (on an unknown date), the patient was discharged from the hospital and is reportedly continuing hemodialysis at home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis stating the patient denied a breach in aseptic technique. However, the nurse confirmed the patient did not have any fluid leaks or other issues with fresenius products in relation to the event. The nurse reported the patient was recovering from the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a fresenius product malfunction or deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Event description:
The contact for a patient on peritoneal dialysis (pd) therapy reported to fresenius that the patient was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain and was hospitalized on (B)(6) 2023. It was reported that the patient had a pd culture obtained which grew the bacteria vancomycin resistant enterococcus (vre). The nurse stated the patient was treated with antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, (on an unknown date), the patient was discharged from the hospital and is reportedly continuing hemodialysis at home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis stating the patient denied a breach in aseptic technique. However, the nurse confirmed the patient did not have any fluid leaks or other issues with fresenius products in relation to the event. The nurse reported the patient was recovering from the peritonitis event.